Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer reloaded the same cartridge and the fill estimate was accurate. The pump time was reported to have been inaccurate and the customer did not know the cause. Tandem technical support assisted the customer with correcting the time. There was no impact to blood glucose.